Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.

Event description:
A 75-year-old male with a medical history significant for prior coronary artery bypass grafting (CABG), coronary artery disease, diabetes mellitus, and renal insufficiency presented with postcardiotomy cardiogenic shock (pccs), with a pre-support clinical state consistent with scai shock stage e. The patient was initially supported with an impella cp inserted via the right femoral artery, which was explanted on (B)(6) 2026 at 12:03 pm with the patient reported as having survived at explant and no device-related failure modes reported. Subsequently, an impella 5.5 was surgically implanted via the right axillary/subclavian artery on (B)(6) 2026 at 11:54 am for ongoing hemodynamic support. During the course of support, the patient developed cardiac tamponade with a large pericardial effusion, requiring an emergent return to the cvor for chest washout and drainage of approximately 1 liter of pericardial fluid. The impella 5.5 device remained in place during this event and was not removed due to the failure mode. The device was explanted on (B)(6) 2026 at 4:00 pm, with survival outcome at explant noted. Based on the information provided, the event of cardiac tamponade and pericardial effusion requiring surgical intervention appears to be related to the patient¿s complex postcardiotomy clinical course rather than a confirmed malfunction of either impella device.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.